Event description:
Pt admitted with dx of lumbar spinal stenosis and spondylolisthesis and had a revision, posterior lumbar decompression, instrumentation, and fusion -l2-s1- on (B)(6) 2010. The rods were tightened in place with the top tightening eye-bolt system of the synthes pangea system which was used in replacement of internal segmental instrumentation. Final torque mechanism was performed on the screws, torque limiting rachet, and the construct was cross linked. On (B)(6) 2010, the md called to report that an x-ray revealed that the rod had telescoped out of the screw. The pt was asymptomatic. On (B)(6) 2010, the md reported that the pt became symptomatic and had experienced a bilateral fixation failure. Pt had emergent surgery on (B)(6) 2010. The instrumentation was removed and replaced by a different company.